Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 13-apr-2016, an fse visited the customer to address the reported event. During servicing, fse replaced a bent sample nozzle. The customer was able to run quality control (qc) with acceptable results. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was bent sample nozzle.

Event description:
On (B)(6) 2016 a customer reported that the needle was bent on the aia-360. Preventative maintenance (pm) had been performed earlier that day. Following the pm the customer went to calibrate and noted the bent sample nozzle. A field service engineer (fse) was dispatched. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting troponin (ctnl2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.